Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however photographic evidence was provided by the customer for evaluation. Upon visual inspection, there are signs of use and wear on the extension cable. The connection head of the extension cable, was observed to be detached from the collar of the cable, exposing the inner contents of the connectors. No other visual defects were observed. Based on the photographic inspection that was conducted, the reported failure "connection problem" and an as analyzed failure "break, cord" was observed/confirmed this is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported hemopro2 extension cable cord seemed to work fine during vein harvest. When they attempted to disconnect the vh-4030 per the IFU from the hemopro 2 adapter it was sticking. After pulling the locking mechanism on the cord back it continued to stick and eventually the cord separated from the connection. Eventually it was able to be separated from the hp2 adapter. Finished the case with the same device. No delay. No patient injury. Per photo provided by the complainant, it is observed the connector is separated from the cord. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number has not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported hemopro2 extension cable cord seemed to work fine during vein harvest. When they attempted to disconnect the vh-4030 per the IFU from the hemopro 2 adapter it was sticking. After pulling the locking mechanism on the cord back it continued to stick and eventually the cord separated from the connection. Eventually it was able to be separated from the hp2 adapter. Per photo provided by the complainant, it is observed the connector is separated from the cord. No patient injury.